Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father reported via phone call that customer had high blood glucose of 492 mg/dl. Customer had no symptoms. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that reservoir had three small air bubbles. Customer was assisted in clearing air bubbles. Customer was not able to continue troubleshooting due to not having tubing clamp. Customer was advised that tubing clamp would be sent as a courtesy. Customer was advised to call when in receipt of tubing clamp.